Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well images in question and determined that the antibody detection test well images in question were visually positive.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody detection on a galileo echo instrument.